Event description:
The customer reported via phone call that the insulin pump had an air bubble present in the reservoir. The customer stated that the air bubble was about the size of a pea. During troubleshooting, the customer performed a set change and cleared the air bubble. Blood glucose level at the time of the incident was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.